Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow up, non-sustained oversensing episodes were observed due to noise on the right ventricular lead. Upon imaging, conductor wire externalization was suggested. The lead was capped and a new lead was implanted. The patient was stable following the procedure.